Event description:
During product evaluation, the pump¿s pump head module (ohm) failed the accuracy test by over-infusion. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 25, 2007. Evaluation summary: evaluation was performed and the failed accuracy test by over-insfusion was comfirmed. Inspection of the device revealed the condition was due to a defective pump head module (phm). The phm was replaced in the pump to correct this condition. The pump was re-evaluated, tested and put back into inventory.